Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the screen was completely blank.¿ the unit was triaged and the customer¿s reported condition was confirmed. Unit was powered up and the display was completely black and showed some slightly flashing lines. Unit was disassembled and it was observed that the latch for the display connector on the main pcb was open. Display cable was seated properly and the latch was closed. Unit was powered up multiple times and display operated as normal. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer stated the screen was completely blank. The issue was discovered during testing. No patient involved.